Manufacturer narrative:
Device received with flashing medtronic logo during boot up due to moisture damage on the electronic assembly. Moisture damage was also found on the motor support cap during visual inspection. Missing segments or partial display not confirmed. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a medtronic logo and it did not stop beeping. The customer reported that the insulin pump screen was flashing at the time of call. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.